Event description:
It was reported that during the procedure, the surgeon was using the matrix mandible plate cutter to cut the plate and the top portion of the head of the cutter broke off. Ther were no broken pieces in the patient. The procedure was completed successfully with the use of another instrument.

Manufacturer narrative:
The investigation could not be completed; no conclusions could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found. Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.